Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was visually inspected. The packaging was opened and the cap was outside the packaging. However, the sponge was found to be inside the cap and the cap was determined to be within specifications. The reported event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found to be separated from the cap. This was noted before use and was not used by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.